Manufacturer narrative:
(B)(4). Batch # n53534. Please provide details as to how the stapler did not work. After the surgeon pushed the handles on the stapler together and stapled the anastomosis, it did not cut between and there was no ¿click¿ sound. How was the procedure completed? The stapler was stuck inside the rectum of the patient and they touched the end of the stapler a few times and then it cut. What confirmation was received that the device was fully fired? After they had fired the handle they did not hear the clicking sound. Was the device difficult to fire? It stapled, but did not cut, and that is the way it was stuck. In regards to the stapler being stuck, how was the stapler removed? They had to rotate the adjusting knob and try again and then they completed the surgery. Were there any patient consequences? - there are no patient consequences as we know of now. Were there any changes to the patient¿s post-op status? No. What is the current patient status? ¿ unknown. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a rectum procedure, the stapler did not work. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.